Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed 19 cm from the terminal pin. The other portion of the lead was not returned. Testing was completed on the returned segment to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the impedance measurements on the right ventricular (rv) lead had been increasing over the last several months. Additionally, the threshold measurement was high on the rv lead. As a result, the rv lead was explanted. During the explant procedure, the rv lead was damaged. The physician suspected the increased impedance and threshold measurements were a result of fibrotic tissue in the helix which was visually confirmed after the rv lead was removed from the patient. No additional adverse patient effects were reported.